Event description:
The customer reported obtaining false high tg (triglyceride) results for fourteen (14) patients, involving the unicel dxc 800 pro synchron system. The customer repeated the samples on an alternate dxc and obtained lower tg results within the normal reference range for the patients. The false high tg results were reported outside the laboratory and later amended. There was no effect to patient treatment in connection to event. Quality control was within laboratory established ranges on the day of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) performed a performance verification test (pvt) for carryover. The pvt carryover test failed for the cartridge chemistry (cc) sample probe. The fse flushed and primed the cc sample probe to resolve the issue. Upon flushing and priming the cc sample probe, pvt carryover test passed. The fse verified instrument operation.